Manufacturer narrative:
The complaint products were not returned for analysis. The issue cannot be confirmed. The frequency occurrence ranking scale is very low; therefore, this does not appear to be a design-related issue. The lot numbers of the devices were not provided so it cannot be determined whether this issue is manufacturing-related. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely case of soreness and decreased motion is related to patient condition. The provided x-ray information dated (B)(6) 2014, states that the knee components were intact with good alignment with no evidence of loosening or abnormal wear, no mention of inappropriate size or placement. The clinical risk factors that exist for this patient are obesity and a thyroid condition that necessitated a partial thyroidectomy. Obesity causes mechanical stressors on all joints; also, thyroid conditions are known to affect bone condition as to cause such states as osteoporosis, poor bone remodeling and fractures. Bone maladies because of thyroid issues are because of ths on the receptors of osteoclast and osteoblast. In review of the literature and labeling- knee systems are contraindicated in the following situations: patients whose weight, age, or activity level might cause extreme loads and early failure of the system. There are also risks that may lead to second surgical interventions or revisions. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Pain is a general surgery and total joint surgical risk. Decrease range of motion and limb length discrepancy are known device specific risks. Revision surgery is a joint specific risk. This device is used for treatment not diagnosis. Information about the patient and event have been requested, there is no new information provided. Without serial numbers it is not possible to find mfg and exp dates.

Event description:
It was reported that on an unspecified date that a patient was pending right knee component revision for unknown reasons, it is reasonable that (B)(6) 2014: knee is quite stiff and sore when she walks; only flexes the knee about 20 degrees or so; manipulation of knee considered due to stiffness. On (B)(6) 2014: continues to have minimal bending of right knee despite physical therapy; mild diffuse swelling; plan for manipulation under anesthesia. As of (B)(6) 2019, there is no indication or report that this patient has been revised for any reason. There is no additional information available on the patient or event. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00150, 1038671-2019-05041, 1038671-2019-05042 and 1038671-2019-05043.